Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿image noise¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer (fse), that the high definition lcd monitor had intermittent and noisy image. The issue was found during maintenance. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the color of the image was bad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.